Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the vessel perforation was not determined due to insufficient clinical details and no product return. The cause of the failure to advance was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
D4. Lot, catalog and primary UDI number corrected. H4. Device manufacture date corrected.

Manufacturer narrative:
Corrected information was provided in b1 (is product problem), d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the vessel perforation was not determined due to insufficient clinical details and no product return. The cause of the failure to advance was not determined due to insufficient clinical details and no product return.

Manufacturer narrative:
Complaint coding was updated to more accurately describe the reported event. As a result, h6 health effect - clinical/impact coding and medical device problem coding were fully updated and should be noted as the representation of the reported event.

Event description:
A 50-year-old female with a history of cardiomyopathy and known coronary artery disease presented in cardiogenic shock with a pre-support clinical state consistent with scai shock stage d. An impella rp flex with smart assist set was selected for percutaneous venous support via the left-sided access. During serial dilations of the right subclavian vein, vascular perforation was observed at the time of dilation. The damage was confirmed to have occurred during vascular access, with the dilator identified as the product in use at the time of the event. Blood transfusion was required as treatment for the vascular injury. Imaging of the damaged vessel was not available, and the need for definitive vessel repair was not documented. The procedure was aborted, and the impella rp flex pump was explanted shortly after implant (implant: (B)(6) 2026 at 15:36; explant: (B)(6) 2026 at 15:43). The procedure outcome was unsuccessful; however, the patient was reported to be stable at the time of documentation. The pump and introducer were designated for return. Based on the available information, this complaint involves vascular perforation and associated blood transfusion occurring during venous dilation for impella rp flex access in a patient with cardiogenic shock. The procedure was aborted with device explant, and the patient remained stable. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
A6 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.